Event description:
A registered nurse (rn) reported to customer service that a peritoneal dialysis (pd) patient is switching to in-center hemodialysis due to reoccurring peritonitis. No further information was provided. Attempts to obtain additional information were unsuccessful. There are no known documented events of peritonitis for this patient. It is unknown how many times the patient was diagnosed with peritonitis as no information was provided.